Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger resets) was confirmed due to an internally shorted y1 crystal oscillator on the bedside board. The root cause of the shorted y1 crystal oscillator was unable to be positively identified. Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Event description:
A us distributor reported that a battery charger was experiencing resets.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger resets) was confirmed due to an internally shorted y1 crystal oscillator on the bedside board. The root cause of the shorted y1 crystal oscillator was unable to be positively identified. Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.